Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implanted: (B)(6) 2015; 1103 hvad pump, implanted: (B)(6) 2019; 1125 hvad outflow graft, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right ventricular (rv) and left ventricular (lv) lead pacing thresholds had increased in recent months. The leads remain in use. No patient complications have been reported as a result of this event.